Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. The device cut the anterior face rectal without curing the posterior face rectal. The device did not staple. The procedure was finished with manual sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.